Event description:
Boston scientific received information that approximately four months ago this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to extended charge-times in mid-life. Boston scientific technical services (ts) was contacted as there was an inquiry if postponing the change-out a week would be okay, as the patient had high international normalized ratio (inr) values. Ts recommended changing out the device as it would take an extended to time charge if a shock was needed. No adverse patient effects were reported. At this time, available information suggests that the device remains implanted.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device was explanted and a cardiac resynchronization therapy defibrillator (crt-d) was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. The analysis confirms the field observation.